Event description:
The customer reported the devices power on and off on their own. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. The device passed functional testing and powered on and remained on. Internal inspection revealed the circuit board power button was electrically shorted which can result in the device powering on or off by itself.